Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge leaked on the canister. Customer's blood glucose level was 300 mg/dl. Reportedly, customer loaded a new cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged hardware issue was verified. Based on the analysis, the alleged leaking cartridge issue could not be verified.